Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00007. The pt was implanted with two percutaneous leads on (B)(6) 2010. It was reported that she is not receiving effective stimulation and is unable to increase the amplitude on any of her four set programs. Diagnostic test revealed high impedance readings for the pt's right lead contacts; however, no visible anomalies were detected through x-ray. In the interim, the pt was reprogrammed and is reportedly receiving effective stimulation via her left lead. Follow-up on this matter found that an exploratory procedure has been scheduled for further interrogation at which time the affected lead will be replaced as necessary. It is unk from which lot the affected lead originated; therefore, both lots are being reported.